Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Patient revised for leg length discrepancy. Doi (B)(6) 2008; dor (B)(6) 2009 (right hip). **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified additional part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. A supplemental plaintiff disclosure from was received. They are follow-up documents for patients with revisions and re-revisions. They provide little information, which has created difficulty in reporting. Additional dors were provided; however, we are unaware of, if any, depuy product was used. Therefore, we are not reporting the revision(s). Should we receive additional information we will update accordingly.

Manufacturer narrative:
Depuy still considers this investigation closed.